Manufacturer narrative:
Additional information was added to d1, d4, d9, g4, h3, h4, h6, and h11: h4: the lot was manufactured between november 14, 2024 ¿ november 18, 2024. H11: the device was received for evaluation with fluid in its bladder. A visual inspection was performed, and fluid inside the bag that contained the device was observed. A leak was observed from an untightened blue winged luer cap. A functional leak test was performed on the sample by securely tightened the blue winged luer cap and securely closed the slide clamp on the tubing line, and no leaks were observed. The reported condition was verified. The cause was determined to be from use error. The product label (IFU, instructions for use) indicates, "close the slide clamp and replace the winged luer cap onto the distal end luer lock. Ensure that the winged luer cap is securely connected after filling and priming." A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from an unspecified location. The device contained ceftriaxone 2000mg in 100ml of sodium chloride 0.9%. This was observed while checking the stock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.